Event description:
The hcp later reported the cause of the event was malposition/pump inversion (flipping). The patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
Product ID: 8703w lot# j0039915r, implanted: 2000 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was going to see his doctor on (B)(6) 2013 for a pump pocket revision, it was noted ¿nothing was wrong¿ with the device, but it was ¿not where it should be.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.